Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot the malfunction with the customer over the telephone. The customer was advised to replace the keyboard. The customer notified covidien that after replacing the keyboard, the issue was resolved.

Event description:
It was reported that the ventilator keyboard accept key was unresponsive. There was no patient involvement. There is no report of serious injury pr death associated with this event.